Manufacturer narrative:
(B)(4). Device has not been received. A supplemental report will be sent if device is received.

Event description:
According to the reporter, after a knew replacement, the patient was brought back to the hospital due to fluid and infection. The infection was cleaned out. The doctor noted the suture was not lasting as long as it should be and is absorbing faster than it should. The suture was used for close capsule and intradermal use. The patient age, weight, gender, or patient identifier was not provided by the facility. The UDI and lot number of the device are not available. The date of the procedure is unavailable. Whether there was tissue loss, tissue damage, current patient status or patient medical history were not provided by the facility. No evaluation of the event by the attending physician, surgeon, hospital representative, or healthcare professional was provided by the facility. Information regarding the infection being cultured was not provided. How the suture was removed was not provided.